Event description:
It was reported that the field representative called for review of device data. Technical services reviewed this pacemaker's data and found three atrial tachy response (atr) episodes in which it was suspected there was minute ventilation (mv) chop seen on both the right atrial (ra) and right ventricular (rv) channel. However, there was no correlating signal artifact monitor (sam) episode stored. It was determined the signals were due to electromagnetic interference (emi). Technical services recommended to find out what the patient was doing at the time of the episodes. At this time, the device remains in service. No adverse patient effects were reported.